Event description:
On 10/23/2024 an ilet user reported they experienced a low blood glucose (bg) event requiring ems intervention. The event occurred on 10/23/2024. The user accidentally announced for three meals at once, which caused a significant bg crash, resulting in a low of 39 mg/dl. This low blood glucose level persisted for several hours. During this time, the user consumed carbohydrates to correct the low and received alerts for low and urgent low from the device. Ems was called, and glucagon was administered to help raise the blood glucose level. The user experienced shakiness but did not report any other immediate health effects.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and event data, the ilet operated as intended. This hypoglycemic event was caused by inappropriate meal announcements by the user. There were three "more than" meal announcements followed by three "usual for me" meal announcements a few hours later on the event date which both led to hypoglycemia. Having the ilet audio settings turned off and the cgm low alert and urgent low alert settings off likely contributed to the severity of the event.